Event description:
Healthcare reported capsular contracture, baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: patient concern with the product and capsular contracture, baker grade unknown. Device evaluation: visual analysis of the returned device identified: opening, crease flat and calcification white in the surface of the shell. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported left side exchange due to patient¿s concerns with the product and later reported a capsular contracture, baker grade unknown. Device has been explanted.